Manufacturer narrative:
Expiration date: unknown, no serial number reported. Implant date: unknown. Device manufacturing date: no serial numbers reported. Claim#: (B)(4).

Event description:
The patient reported lens rotation and loss of correction shortly after icl surgery. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.